Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was initially reported "the blue insert does not go through the blue dilator" for a cook blue rhino g2-multi percutaneous tracheostomy introducer set. The device was returned to the manufacturer for investigation on 27jul2023. During the preliminary device failure analysis, it was discovered that the distal tip of the blue rhino dilator had advanced over the safety ridge of the white guiding catheter prompting this complaint. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used device set, including the blue rhino and guiding catheter, was returned to cook for evaluation. The device was received with the blue rhino advanced over the safety ridge. The catheter needed force to be removed from the blue rhino. The safety ridge of the white catheter and tip of the blue rhino were confirmed to be within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A database search for complaints on the reported lot found one additional complaint reported from the field from the same customer regarding the same device but a different failure. Cook also reviewed product labeling. The product IFU, [c_t_ptisgi_rev0] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the use related to the reported failure mode: intructions for use: tracheostomy procedure. ¿14. Advance the blue rhino g2-multi dilator and the guiding catheter as a unit over the wire guide, while maintaining wire guide position. 15.begin to dilate the tracheal access site by advancing the guiding catheter and blue rhino g2-multi dilator into the trachea. While maintaining the visual reference points and positioning relationships of the wire guide, guiding catheter and dilator, advance them as a unit to the skin level mark on the blue rhino g2-multi dilator.¿ the information provided upon review of dmr, product labeling, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook was unable to identify a cause for this failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: postal code: (B)(6). E3: operating room supply coordinator. G4- PMA/510(k) #: k193133. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported "the blue insert does not go through the blue dilator" for a cook blue rhino g2-multi percutaneous tracheostomy introducer set. The device was returned to the manufacturer for investigation on (B)(6) 2023. During the preliminary device failure analysis, it was discovered that the distal tip of the blue rhino dilator had advanced over the safety ridge of the white guiding catheter. No additional procedures or adverse effects to the patient have been reported.